Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_wrench_acc, product type accessory. Product ID neu_wrench_acc, product type accessory. Product ID 3550-29, product type accessory. Product ID 74002, serial# (B)(4), product type adapter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code no longer applies.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID : 74002, serial#: (B)(4), product type: adapter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome. It was reported that there were high impedances during implant when the surgeon tried to connect the replacement ins with the currently implanted leads. It was noted that the leads were made by a different manufacturer than the maker of the replacement ins and they were not meant to work with that specific model. The ins was not used after the high impedance was detected and an ins from the manufacturer of the leads was used instead. No further complications are anticipated.